Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the universal cannula seal insufflation adapter broke off the seal. The clinical sales representative (csr) got a message stating the issue and was reporting the issue for the customer. There was no reported injury.